Manufacturer narrative:
Visual analysis was performed on the returned device. The reported retraction problem was unable to be tested as it was based on procedural circumstances. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported retraction problem and material separation resulting in unexpected medical intervention to retrieve the separated tip were likely related to procedural circumstances. Based on the reported information and evaluation of the returned device, it is likely that the tip of the barewire became stuck within the lesion during use resulting in resistance and separation of the wire tip during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - outcomes attributed to ae updated from "other serious" to "required intervention".

Event description:
Subsequently, after the initial report was filed, the account confirmed the tip was retrieved via snare. Resistance was noted when trying to recapture into the catheter. No additional information was provided.

Manufacturer narrative:
The device is returning for analysis but has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the barewire from the emboshield nav6 the tip separated during the procedure leaving the tip of the wire inside the vessel. It was noted the tip needed to be retrieved; however, it is unknown how the tip was removed. There was no clinically significant delay reported. No additional information was provided.